Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The high blood glucose was seen on second day of infusion set insertion on lower back. The blood glucose level was 330 mg/dl and lasted for one to two hours. The patient received treatment with insulin pump, and the event resolved. No further information available.